Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with an insulin pump. The customer stated that the pump not receiving the sensor data. The customer reported a blood glucose value of 18 mmol/l. The event involved product(s) mmt-7841zw. Troubleshooting was performed for high blood glucose and the customer had been using the insulin pump within 48 hours of the reported event. Troubleshooting was performed for loss of communication and the light-emitting diode light did not blink when connected to the sensor but the transmitter was confirmed to have been charged. No further patient complications were reported. It was unknown whether the customer would continue to use the transmitter or not. Product return for mmt-7841zw is not expected.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.